Event description:
Caller states, the pt tested 7.4 inr on the coaguchek xs and 3.7 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.